Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer inspected and cleaned the pump as instructed and was able to complete the cartridge loading process without further assistance.